Event description:
The customer contacted stryker to report that their device's lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's lid and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.